Manufacturer narrative:
Damage to the power cord is not likely to result in user injury (electrical shock) or fire, even if the power cord wires are exposed as the ac/dc power supply converter is designed to convert ac power of 110v to 16 volts dc. This component is designed to limit the amount of electricity that can be delivered to the pump. 16 volts is not enough voltage to result in electric shock or fire, even if wires are exposed. If the power cord loses power, the device uses the battery hub as alternative power. It also would not result in improper shutdown of the pump as the pump would still operate on battery power. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and the ac adapter was physically damaged with exposed wires within the power cord. Power wiring harness is also physically damaged; the plastic connector is chipped off and ac adapter attaches to power unit up, requiring replacement. The pole clamp adapter plate is broken in half and requires replacement of the adapter plate assembly. The reported condition was verified. The cause was determined to be from damaged components. Repairs on the ac adapter, power wiring harness, and adapter plate assembly are required to resolve this issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of broken pole clamp bracket. The nursing staff said the pole clamp bracket broke and the pump fell to the floor it pulled the back power cord out as well. There was no report of patient injury or medical intervention associated with this event. No additional information is available.